Event description:
It was reported that approximately ten months after implant the patient developed a pocket infection. The implantable pulse generator (ipg) and leads were explanted and replaced on the right side. The patient is enrolled in the panorama ii clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).